Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high o2 concentration. Our field service engineer has investigated the reported machine on site. The o2 gas module has been replaced to resolve the issue and sent back for technical investigation. The provided logs confirm the reported issue. Peep low, expiratory minute volume low and o2 concentration high alarms have happened during ventilation. It passed the pre-use check after 10 minutes of the event date. The returned o2 gas module has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 3 days. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).